Manufacturer narrative:
Concomitant medical products: cmrm6122 absorbable envelope, implanted: (B)(6) 2017. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant of the implantable pulse generator (ipg) system, a pocket revision and implant of an absorbable antibacterial envelope was performed due to excoriation and medial edge of pocket incision failed to heal with non-union. At clinic follow up the ipg site was not healing and a hematoma was noted along with an opening in the incision. It was further reported that infection was suspected. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.